Event description:
Pt called home care to report a clamp broken on PICC line inserted by interventional radiology which he would like to have replaced. No replacement available. Reported to md and PICC removed upon clinic visit.